Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and no notable events occurred before problem. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use alternate insulin method if needed, and technical support arranged replacement pump.